Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(4). Clinical adverse event received for abnormal radiographic evaluation ¿ patellar avascular necrosis and patellar alta. Event is not serious and is considered mild in severity. Event is related to device and is not related to procedure. Doi: (B)(6) 2013; doe: (B)(6) 2018; (right knee). Treatment plan: no treatment ordered, no change from previous films, no surgical intervention at this time.